Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bbl¿ macconkey ii agar foreign matter was observed by the laboratory personnel. This may lead to a false result which can lead to a patient being treated with a less tolerated antibiotic. This can lead to serious adverse patient consequence. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0323700 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per our internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to typical levels. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and there is one other complaint for contamination on batch 0323700 taken from another customer. Retention samples from batch 0323700 were not available for investigation. Three photos were received in lieu of returns for investigation. One photo features a sleeve label from batch 0323700 on a sleeve that has visible condensation inside of the sleeve. Another photo shows the top of an unopened sleeve with bacterial colonies growing on the top plate. The batch information cannot be read from the plate print in this photo. The last photo shows the bottom of an unopened sleeve to feature the bacterial colonies growing on the bottom plate. No other observations can be made from the photos. Bd will continue to trend complaints for contamination. This complaint has been confirmed.

Event description:
It was reported that while using bd bbl¿ macconkey ii agar foreign matter was observed by the laboratory personnel. This may lead to a false result which can lead to a patient being treated with a less tolerated antibiotic. This can lead to serious adverse patient consequence. There was no report of patient impact.